Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings:on investigation, the alleged moisture intrusion issue was verified. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A display lens leak was detected in a leak test. Pump casing was opened and evidence of moisture intrusion was found on the printed circuit board and behind the display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.